Event description:
It was reported that the one bur broke during surgery and the other bent. There is no report of patient impact.

Manufacturer narrative:
(B)(4): method no testing methods performed. (B)(4).

Manufacturer narrative:
Quality engineer reviewed the returned device. Received one (1) sample with original opened box and label on the box identifying part number as 1884068hs ¿ high speed curved dcr bur from lot# h8761201. The condition of the device showed customer use as there was presence of residue near the tip. Observations: upon visual evaluation, the inner shaft was found broken approximately 1.5cm from the hub. The breakage point on the shaft appeared to have jagged edges and was out of round. The hub on inner shaft and outer shaft exhibited similar indentation / deformation markings, indicating that there may have been a likely loading issue with the bur to the handpiece. Misloading of bur can potentially lead to wobbling issues which can eventually cause the bur shaft to inadvertently break over the use period. The bur tip remained intact inside the outer tube and was found free of damage. The remaining broken piece of the inner shaft could not be retrieved from the outer tube due to considerable amount of resistance observed (difficulty observed due to spiral wrap portion of inner shaft and the angle on the device). Results - fracture problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.